Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, the left ventricular lead exhibited loss of capture on all pacing vectors. X-ray revealed the lead was dislodged out of coronary sinus. Twiddler syndrome was suspected. Programming change was made. The lead was also explanted and replaced. The patient was stable before, during and after the procedure.